Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had flipped. No patient symptoms were reported. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.